Event description:
It was reported that there was a removal of a pca head, cup, and liner due to dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(4) inches in height. An event regarding dislocation involving a pca 52mm de. Pro cluster shell was reported. The event was confirmed. Medical records received and evaluation: the provided x-ray was submitted to a consulting clinician who deemed it insufficient for a medical review. Based on the x-ray, the consulting clinician noted: ¿acetabular looseness and subluxation bilateral.¿ device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because the device was not returned and insufficient medical information was provided for medical review. However, based on the x-ray provided, the consulting clinician indicated acetabular looseness. Further information, such as operative reports and medical records are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a removal of a pca head, cup, and liner due to dislocation.